Event description:
It was reported to olympus, upon installation by the olympus representative, when connecting the video system center to the monitor, it would not accept the serial digital interface (sdi) video signal and there was no image. A no sync message was initially displayed, then 'unknown' was displayed. No patient involvement.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. However, troubleshooting was performed with olympus technical support. It was confirmed the monitor input was correct. The device was connected to the monitor using both sdi ports and the issue was not resolved. A new cv-190 was installed. The investigation is in progress. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, a correction is being made to h8. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the dx board malfunctioned. The dx board generates sdi signals, which ceased to function after failure of the part.